Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that medication leaked from a bd phaseal¿ secondary set c61. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: the defect of leakage for product code 515302 and lot number 1005467 was received for evaluation by our quality engineer team. A device history record review did not reveal any non-conformances during the production of the provided lot number that could have contributed to the reported defect of leakage. Although physical samples were not returned for this incident, this defect has been previously investigated through samples of the same lot. Through the previous investigations, a computed tomography scan (CT) revealed a molding issue within the location of the spike component where the tubing connects. The molding defect is a result of a misaligned connection, causing one side of the component wall to be thinner, resulting in leakage. Further action has been initiated, including a situational analysis and a corrective and preventive action plan, in order to gain additional insight into this issue and to prevent its occurrence. Investigation conclusion: root cause of leakage on c61 is molding issue with spike component (5328) lower part of spike where tubing is connected is not centric, this defect will make wall of component thinner on one side and thus cause leakage.

Event description:
It was reported that medication leaked from a bd phaseal ¿secondary set c61. There was no report of exposure, injury or medical intervention.